Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device. The patient had a stomachache, was tired, and nauseated. The cgm value was 118 mg/dl and the bg finger stick value was 396 mg/dl. The patient had elevated ketones, so the patient's parent took the patient to the emergency department (ed) where he was treated with insulin. No other medications were provided, and the symptoms resolved after treatment. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).